Manufacturer narrative:
(B)(4) date sent: 8/2/2023 d4: batch # unk additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes if yes, how was the device removed? By slow but strong movements, to move back and fourth. We have to renew the anastomosis! What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? First pressing the release button, the squeezing again the closing trigger, again pressing the release button, pressing the release button under squeezing the closing trigger, then depressing the closing trigger, because nothing happens trying the same procedure with the red reverse button again nothing happens, no possibility to straighten and/or open the device because the device was still in the reusable trocar we had to do an manual override to get the trocar back did the jaws eventually open? No. A manufacturing record evaluation was performed for the finished ec45a, with lot/batch number x96789, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the product could no longer be opened inter op so the bending also no longer returned to the neutral position. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2023. D4: batch # 159c75 . Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with the anvil bent upwards, the knife advanced, the channel was broken on the distal end and no reload was present. Furthermore, the anvil knife slot and the joint cover were noted to be damaged. The articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. No functional test was performed due to the condition. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness of tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It is possible that an outside-the-normal-use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment, in addition, a sample of the batch is inspected finished good quality assurance. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 159c75, and no non-conformances were identified.